Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. The customer continued to use the pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.